Manufacturer narrative:
The alkaline phosphatase reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with alp ifcc gen.2 (alkaline phosphatase) assay on a cobas c 303 analytical unit. The initial result was 173 u/l. The sample was repeated on (B)(6) 2026, and the repeat result was 110 u/l.